Event description:
It was reported that the patient's ipg and leads were explanted and replaced for an unknown reason. Effective therapy was established post-operatively. No further information is available at this time. It is unknown which lead had an issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received regarding the reason for the ipg and lead replacement, stating the patient did have some minor falls, and as a result the patient's system diagnostics recorded high impedances on the lead. Upon further investigation the patient lead had migrated, which was confirmed via imaging. It was also reported that the patient's ipg was nearing end of life, and as a result the patient lost therapy.